Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and did not identify any obvious issues. The cause was identified as multiple hardware malfunction. The fse replaced the data board, reference block, reference electrode and enhance cleaning to resolve the issue. Performed system performance verification successfully without further issues. The analyzer returned to normal operation. No further issues were noted. The beckman coulter identifier is (B)(4).

Event description:
Customer reported false low ise (ion selective electrode) patient results which includes sodium (na), potassium (k), and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic, and the exact number of patients affected is unknown. The customer only provided one (1) verbal example of false results.